Manufacturer narrative:
The instrument accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the tip cover instrument accessory came off a monopolar curved scissors instrument and fell into the patient abdominal cavity. The tip cover was retrieved during the same surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.